Manufacturer narrative:
Additional info/corrected data: additional information was received and the lens model icb00 and serial number ((B)(4)) was revealed. Icb00 lenses are not marketed in the us (united states) and they are not similar to a product marketed in the us. This event has now been determined not to be a reportable event. No further reports will be submitted under this manufacturer report number. The following fields were updated: brand name: tecnis eyhance. Model #: icb00, catalog #: icb0000225, serial number: (B)(4), expiration date: 03/23/2021. Unique identifier (UDI#): (B)(4). Site address was updated (B)(4). PMA/510(k) #: updated from p980040 to null. Icb00 lenses are not marketed in the us (united states) and they are not same or similar to a product marketed in the us. Device manufacture date(s): 03/23/2016. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted.(B)(6). Device manufacture date(s): unknown, because the serial number was not provided.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) in the left eye of a female patient, the haptic was attached to the optic for a long time. Reportedly it is unknown for how long but perceived longer than usual. There were no complications or injuries and the patient was reported being recovered. No further information was provided.